Event description:
The reporter stated that she was getting the er1 message, but that she was aware her blood glucose was running high and was above 500 mg/dl. She reported that she had been in touch with her md prior to having gotten the er1 messages, and had been started on rezulin and glucophage. She stated that her dr told her that it would take awhile to get her blood glucose down. She said that she did not do a comparison to the color chart on the test strip vial.